Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. Unit received had seized onto the connecting tube. Complaint confirmed via inspection of the device. The handle was closed without having the 6-inch transitional inserted into the opening. This will need to be reopened. The shock cushion and ¼ inch pin were worn. The threads on the adjustment wrench were worn. The reported complaint was confirmed. The handle had been closed without the 6-inch transitional inserted, deforming the hole. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2004).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield ultra base unit (a2101) would not lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay was reported.